Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined.   (B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the package was compromised. During unpacking of an encore balloon catheter inflation device, the plastic packaging was noted to be cracked. No patient was involved.